Event description:
It was reported that it was impossible to lock the blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The present impactor and pfna blade were analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. It was possible to remove the blade from the impactor by using a nail. After that a function test has been made and the devices did work as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Based on the provided details we are not able to determine the cause of this occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
It was reported that during an unknown surgery on (B)(6) 2011 that a pfna blade was unlocked with the impactor by the standard procedure following the surgical technique and when it was inserted it was impossible to lock it again.